Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was reported that the valve had dislodged. Moderate paravalvular leak (pvl) was reported. A second transcatheter valve was implanted. No additional adverse patient effects were reported.